Event description:
It was reported to resmed (B)(4) that during incoming inspection at the distributor site, a system fault occurred on the an astral device and the device restarted. The device was not used on a patient when the fault occurred, therefore, there was no patient involvement.